Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Review of device data there was an increased power consumption causing the longevity drop. Device replacement was recommended. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. The device memory indicated there were several system errors that occurred. It was indicated the hydrogen content was higher than expected. The cause of the high current condition was confirmed to be a leaky capacitor. As a result, the clinical observation was confirmed.